Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was recently hospitalized for a bladder infection. Reportedly, the customer was unconscious and in the intensive care unit (ICU) for 3 days. Then, during a follow-up call on (B)(6) 2017 by tandem technical support, the customer reported having an elevated blood glucose (bg) level of approximately 900 mg/dl. Reportedly, the customer was unconscious and was admitted to the emergency room (ER) on (B)(6) 2017 for initial treatment. Due to being unconscious, the customer was unsure of the treatment received at the e.r. On (B)(6) 2017, the customer was transferred to the intensive care unit (ICU) with a bg level of 940 mg/dl. At the ICU, the customer was treated with intravenous (IV) drip of antibiotics and fluids. On (B)(6) 2017, the customer was released from the hospital, with the issue resolved. At the time of the call, the customer reported progressively feeling better after being discharged. The customer stated that the elevated bg level was due to a bladder infection and a major injection (type was unknown) as the root cause for the hospitalization.